Event description:
It was reported that the patient complained of feeling extracardiac stimulation within the first few months of implant. The atrial and right ventricular (rv) leads were both reprogrammed, and remain in use. The patient will continue to be monitored, as the stimulation is still occurring. The patient is enrolled in the surescan pas clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).